Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy (procedure date is unknown.) In addition to the peg tube the patient had a jejunal tube that was being used for the purpose of administering duodopa medication for advanced stage parkinson's disease. According to the complainant, in (B)(6) 2015 (exact date is unknown) the patient experienced severe hypoxemic pneumonia and was hospitalized for severe infectious pneumopathy. Amoxicillin and augmentin were administered as first line of treatment however it did not resolve and required a second line of two antibiotics. On (B)(6) 2015 the patient was hospitalized in pneumologic unit for bronchopneumopathy. On december 2, 2015 the patient experienced cardiac arrest and aspiration requiring 15 minutes of resuscitation intervention. The patient was placed in intensive care. On (B)(6) 2015 the patient died. According to the complainant "patient's death." "Pulmonary complication at the stoma, and cardiac arrest following a wrong way leading the patient to intensive care." The cause of death was reported as "unknown." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should relevant details become available a supplemental report will be submitted. Additional information received on january 29, 2016: one word was missing in the description. It is in fact : "medical history: "pulmonary disease", complication at the stoma site and cardiac arrest following a wrong way leading the patient to intensive care (several notification for this patient)."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy (procedure date is unknown.) In addition to the peg tube the patient had a jejunal tube that was being used for the purpose of administering duodopa medication for advanced stage parkinson'ss disease. According to the complainant, in (B)(6) 2015 (exact date is unknown) the patient experienced severe hypoxemic pneumonia and was hospitalized for severe infectious pneumopathy. Amoxicillin and augmentin were administered as first line of treatment however it did not resolve and required a second line of two antibiotics. On (B)(6) 2015 the patient was hospitalized in pneumologic unit for bronchopneumopathy. On (B)(6) 2015 the patient experienced cardiac arrest and aspiration requiring 15 minutes of resuscitation intervention. The patient was placed in intensive care. On (B)(6) 2015 the patient died. According to the complainant "patient's death." "Pulmonary complication at the stoma, and cardiac arrest following a wrong way leading the patient to intensive care." The cause of death was reported as "unknown." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should relevant details become available a supplemental report will be submitted.